Manufacturer narrative:
Additional data: b5, d6a h6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient was revised to address a tritanium pl cage and an es2 screw that migrated post-operatively. It was further reported that during the revision surgery, it was observed that two additional es2 screws migrated post-operatively. It was further reported that the patient was working in the fields one month post-operatively. This report captures the screw that was being revised.

Event description:
It was reported that a titanium pl cage and an es2 screw migrated post-operatively. It was further reported that a revision surgery will be performed. This report captures the screw.